Event description:
It was reported that pump generated repeated alarm 01 during use, and caller was unable to successfully load new cartridge without alarm recurring. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method of insulin delivery if necessary.